Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo for which biosense webster¿s product analysis lab (pal) identified the dilator was found cracked at the tip. It was initially reported by the customer that a versacross wire was damaged and may have caused intraluminal damage to the dilator. The doctor wanted the sheath replaced; it was replaced and the issue resolved. Case continued. There was no patient consequence. The customer's reported intraluminar sheath damage is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 29-oct-2025, the bwi pal revealed that a visual inspection of the returned device found the dilator cracked at the tip. This finding was reviewed and assessed as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the vizigo sheath product was returned to johnson and johnson medtech for evaluation. Visual and functionality tests of the returned device were performed following johnson and johnson medtech procedures. Visual analysis revealed no damage or anomalies on the sheath however the dilator was found cracked at the tip. Therefore, an external manufacturing investigation was required. It was concluded it is highly likely that the guide wire damaged the dilator tip during the procedure. A device history record evaluation was performed for the finished device, and no internal action related to the complaint was found during the review. The dilator cracked could be related to the reported event therefore the customer complaint was confirmed. The potential cause of the dilator cracked could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. As part of johnson and johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).